Event description:
The reporter claimed the animas insulin pump has low cartridge alarm issue. According to the reporter, the pump sounded 2 low cartridge alert when there was still 60 units left. The low cartridge alarm reportedly was set for 10 units. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged low cartridge alarm issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated a "low cartridge" warning occurred on (B)(4) 2012 at 2:33am; there was no "low cartridge" warning observed in the pump histories on (B)(4) 2012. A review of the pump settings confirmed that the "low cartridge warning level" was set to 10 units. During investigation, a cartridge with 60 units was filled and was correctly recognized by the pump; no alarms or warnings were emitted. To reproduce a "low cartridge" warning during investigation, a cartridge with 8 units was filled and loaded, and was correctly recognized by the pump. The pump then emitted the appropriate audio-visual warning for "low cartridge" according to the pump settings. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. There was no hypersensitivity to the keypad buttons observed during investigation. The complaint could not be confirmed or duplicated.